Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had static on the screen. The issue was found during an unspecified procedure that was completed with the same device. There were no reports of patient harm.